Event description:
Treatment of a left ophthalmic aneurysm. It was reported that the pipeline became twisted and would not open during deployment. The device was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device has been evaluated and the pipeline was found fully open. (B)(4).